Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for filed back surgery syndrome. It was reported the patient had his ins replaced because he was charging all the time. This issue first started when they switched to a different program a year and a half ago. The patient reported that this new program had hd settings because the rep told him that he wouldn't feel the stimulation. The patient just stopped using the new program because it was "killing" the implant battery. The patient met with a manufacturer representative (rep) who encouraged him to try the hd settings longer. The patient tried this and noted the hd settings did help him, but he was having to charge for 8h every night. No further complications were reported/anticipated. No patient symptoms were reported.